Event description:
It was reported the tracheal intubation fiberscope was unsheathed on the distal part. There were no reports of patient involvement. The issue was found before performing the examination.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
Correction are being made to previously submitted h6 (impact code, medical device problem code, component code, investigation findings, and investigation conclusions) and h11 (additional mfg. Narrative) the device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: air valve leak. Olympus will continue to monitor field performance for this device.